Event description:
It was alleged during non clinical use the electrosurgery button on right hand controller of versius surgeon console (sn (B)(6) is sometimes getting stuck. This was noticed in non-clinical use and no actual harm was reported in relation to this event. The handgrip was returned to cmr surgical and was inspected by a senior systems engineer. There was no visible damage, it was not possible to reproduce the button sticking in any way when pushing in different corners and when combined with pressing in different directions. There was clearly visible wear between button cap and casework, with some grey discoloration on the casework surface and a polished section on the button cap. Measurements taken of the parts indicate the electrosurgery button swith is close to the centre of the tolerance band.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulations. If any further information becomes availableasupplemental report will be submitted. Cmr surgical ltd, does not consider this report and content to be an admission that itsproduct is defective or that it has caused a death or serious injury.